Event description:
In an unstable pt, during a ptca of a challenging rca lesion, the guidewire became stuck within the vessel. This ocurred after numerous attempts were made to cross the lesion with this device and other balloon catheters. Finally the decision was made to discontinue the procedure. Upon removal of the devices it was noted that the guide wire was stuck inside a small branch of the rca where it had been placed throughtout the entire procedure. The guide wire fractured when attempts were made to remove it. The pt remained stable throughout the procedure but developed ventricular fibrillation which was successfully converted to normal sinus rhythm in the recovery unit. The pt reportedly had an inferior myocardial infarction during hospitalization. As of the date of this report the product has not been returned for investigation.